Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a homecare patient woke up and found a leak from the extension set connection. When they returned to hospital, the nursing staff examined the set and identified a crack in the rotating male luer. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.